Event description:
Caller (pt's daughter) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 5.8, lab: 3.0. Pt's therapeutic range: 2.0 - 3.0 inr.

Manufacturer narrative:
Investigation pending.